Event description:
Customer states: prior to use on a pt during pre-test, doctor confirmed the eval failure in cuff. Customer confirmed no pt involvement.

Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out; therefore, we are unable to determine the cause for this specific event. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect "cuff related defects" and to reduce the potential for occurrence during the manufacturing process. If the sample is received at a later date the complaint may be reopened and a sample analysis will be performed. Info has been added to the database for trending purposes. (B)(4).